Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of ¿foreign material came out of the nozzle¿ was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU) since the information was not available. The suggested event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to damage to the charge-coupled device component. Additional issues were identified during the device evaluation: the zoom was not released even after returning the zoom lever, tip malfunction, operation part angle play, insert part was bent, tube angle was insufficient, connector part of the scope connector had liquid leak, the tip part of the air supply was defected, poor drainage, tip cover collapse, insertion part of the bending section adhesive was cloudy, insertion part of the soft tube was scratched, operation part of switch 1 rubber was cut, connector scope connector had discoloration, connector section of the scope connector was crushed, and the operation section was discoloration. The foreign material found has been attributed to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before sending it in for repair. It was unknown if the customer had any idea about the nature of the foreign material. There was no delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. It was also unknown if the customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, it was unknown if the customer flushed the air/water nozzle channel with the detergent solution or presoaked the endoscope in the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that malfunctions in the zoom and focus switching were found on the colonovideoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign objects came out of the nozzle. This report is to capture the reportable malfunction of a foreign object in the nozzle noted at estimation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.